Event description:
A malfunction on a pump was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which was successfully reset without recurrence of the malfunction code. It was advised that the customer could continue using the pump, with instructions to contact technical support if the issue reappeared.